Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 3.1 and 3.2 were not detected on the bus and could not be recovered despite multiple power cycles. A field service engineer cleaned and reconnected all drawer connections in the main station to restore normal operation and verified functionality by testing the drawers' multiple times in the user application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a7st-a pyxis main drawers 3.1 and 3.2 were not able to be recovered. The customer informed that the device had been shut off and turned back on multiple times. The back panel was opened to check for possible obstructions, and nothing was found lodged in either drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.